Event description:
It was reported "the child's parents reported discrepancies with regards to size and lengths of the rounded tips for the 185420-000180. It was noted for different lot numbers (lot numbers unknown)". No serious injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, a photo was provided by the customer. The manufacturing site has reviewed the photo and reported the following: "investigation was conducted by referring the picture provided, showed the overall length (ol) of the sample are varies from 100mm and 105mm. The overall length (ol) for the product with catalog number 185420-000180 should be 95mm 10 (85mm to 110mm) based on the technical drawing u933 000 td. Therefore, the overall length (ol) still in specification." "Plus, this product has adjustable flange , hence the length can be adjusted accordingly. Moreover, there was no pouch or inner box returned for product label evaluation and further investigation. Due to limited information provided, it is difficult to trace and to identify if the product was wrong. In our manufacturing process, all products will undergo 100% inspection prior to product specification for example overall length. Any defective or out of specification will be scrap during this process. Upon completed inspection process, the product will undergo qa inspection per aql sampling plan."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the child's parents reported discrepancies with regards to size and lengths of the rounded tips for the 185420-000180. It was noted for different lot numbers (lot numbers unknown)". No serious injury or harm reported. Patient condition reported as "fine".